Manufacturer narrative:
B3. Please see b5 for approximate event date range. D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, product type: software, software version: 2.0.1700, software install date: 2023-dec-21. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a manufacturer representative (rep) regarding an external device to an implantable pump infusing dilaudid for spinal pain indications. It was reported that the patient touched something on their handset and could not get back to the myptm (personal therapy manager) application (app). An agent helped the patient verify that the myptm app had been removed from the screen. The agent tried to assist the patient in transferring the myptm from the app menu library, but was unsuccessful and the patient was transferred to a rep. During the call with the rep, the patient indicated that their myptm app got stuck at 90% for more than 3 minutes and sometimes up to 5 minutes. The patient mentioned this issue started in the last three months and that they had not been able to deliver a bolus that morning. The patient stated "I'm unable to dose now". The rep assisted the patient with troubleshooting steps, including closing all apps, clearing data caches, closing all apps again, and connecting to the pump. The patient's myptm app still got stuck at 90% for about 3 minutes but the patient was able to deliver a bolus successfully. The issue was resolved at the time of this report.